Manufacturer narrative:
The device returned for analysis. The reported stretched coils were confirmed. The reported migration of the device was unable to be confirmed/tested. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties of migration or movement of the filter appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 1528 was removed and replaced with 1536.

Event description:
N/a.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the emboshield nav6 was advanced to the right internal carotid artery, but the nav6 migrated proximal from the target location, so the physician decided to remove the nav6. He advanced the retrieval catheter, but during the attempt to retract the filter, the nav6 met resistance with the retrieval catheter, therefore, it was not able to be retracted inside the retrieval catheter. During attempt to retract the open nav6 filter, the barewire was reported to have stretched. Contra-lateral access was obtained to insert a snare. The nav6 was snared to prevent filter detachment as the doctor had applied a lot of force trying to retract the nav6. The nav6 and retrieval catheter were retracted to the aorta using the snare. A non-abbott filter was used to complete the procedure. There were no adverse patient effects. No additional information was provided.